Manufacturer narrative:
The cobas e 411 analyzer (disk system) serial number is (B)(6) the samples have been requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys ca 19-9 result from the cobas e 411 analyzer (disk system) for one patient. The initial result was 1000 u/ml, accompanied by a data flag. The second result with a dilution of 1:10 was 172 u/ml. The third result was 331.4 u/ml. The result on another e411 was 1000 u/ml, accompanied by a data flag. A new sample was collected on the same day, and the initial result was 29.71 u/ml. The results from the other e411 were 27.22 u/ml and 32.65 u/ml, which were deemed to be correct. On (B)(6) 2025, the sample was sent to another lab. The result on an e 411 was 219.7 u/ml.

Manufacturer narrative:
An additional result was provided for the patient from (B)(6) 2025, of 121.6 u/ml. Qc was within range on the date of the event. Calibration signals were slightly lower but acceptable. The sample was requested but is not available for investigation; therefore, a thorough investigation could not be completed. The investigation was unable to determine a direct root cause.